Manufacturer narrative:
Upon inspection and testing of the device, service found that the e216 error code, the b30 error code, the noisy image, and the intermittent image, occurred due to a damaged electronic board (image pickup unit). In addition, the e216 error code was also caused by a data error in the scope ID. In addition, service found the video connector case was cracked due to an external factor. The bending angle was out of specification due to elongation of the angle wire. There was rattling at the connection between the insertion tube and the operation part due to looseness of the insertion tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying an e216 error code (scope communication error). There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that the device displayed an e216 error code and a b30 error code (scope communication error), the displayed image was noisy, and the image would disappear temporarily. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.